Event description:
An account reported that two patient samples gave discrepant phenytoin results. The initial results were 45 and 100.5 ug/ml. When repeated, the results were 5.7 and 6.7 ug/ml respectively. The field service representative found that the sample probe was bent and repaired the instrument by replacing the bent probe. The incorrect results were not used to guide therapy.